Event description:
It was reported that during a pneumontectomy procedure, the device was fired for the first firing and the staple line was not completed. The surgeon had to suture the tissue to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.